Manufacturer narrative:
Functional testing was conducted with the device. An intermittent electrical open was observed. The coagulation function would start and stop when the coagulation power was applied. This may have led to the reported poor coagulation function of the device. The root cause of this failure mode is still under investigation. A review of the build records for this device lot shows no discrepancies with the build.

Event description:
During a lap bso procedure using a pks omni instrument, the device would not coagulate. The surgeon did triple seals, and still the vessels and surrounding tissue would seep. The surgeon who is very competent and a long time user of cutting forceps, used the same device to complete the case, with no pt harm.